Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: pn: 010000704, ln: 3530835, g7 bonemaster ltd acet shl 54f; pn: 650-0852, ln: 1397552, m-h short stem pc 12 x 115mm t1. This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2017-00046 & 1825034-2017-00310).

Event description:
Patient underwent hip revision procedure approximately two years post-implantation due to recurrent subluxation and dislocation. The modular head, acetabular cup, and liner were revised.